Manufacturer narrative:
Device analysis: initial inspection of the device showed that the device was missing both marker bands from the infusion catheter (ic), and the rounded tip from the ultrasonic core (usc). The device was connected to cu 4.0 console, which displayed an e322 alarm (all thermocouples invalid). The device dimensions were measured, and the usc measured 141.75cm from the luer barb, which was within the dimensional specifications for the usc. However, the ic measured approximately 141.5cm from the strain relief, which was out of specification. Additionally, the ic showed thin spots in the tubing and wavy wires, both indicative of stretching. Under microscopic evaluation, it was noticed that the thermocouple wires within the catheter were severed. It was likely that the catheter was stretched, causing the thermocouple wires to break within the catheter, which led to the e322 error message and confirmed the complaint. Updated fields: b5 h6 - patient code(s) - updated to more appropriately reflect the reported patient outcome.

Event description:
Reportable based on further information received on 02may2023 and device analysis. It was reported that the infusion catheter (ic) was not working. An ekosonic endovascular device, 135x12cm was selected for use. The target lesion was located within the right pulmonary artery. When the ekosonic device was connected to the control unit (cu), there was an error message that indicated the ic was not connected. Troubleshooting was unable to resolve the issue. The ekosonic endovascular device was replaced in order to complete the procedure. There were no reported adverse consequences to the patient as a result of the malfunction, and the patient was stable following the procedure. However, device analysis revealed that the device was missing both marker bands from the ic, and the rounded tip from the ultrasonic core (usc). The customer was able to confirm that the marker bands were present on the device when it was removed from the patient. The customer was unable to confirm whether the usc tip may have detached during the procedure.

Event description:
Reportable based on further information received on (B)(6) 2023 and device analysis. It was reported that the infusion catheter (ic) was not working. An ekosonic endovascular device, 135x12cm was selected for use. The target lesion was located within the right pulmonary artery. When the ekosonic device was connected to the control unit (cu), there was an error message that indicated the ic was not connected. Troubleshooting was unable to resolve the issue. The ekosonic endovascular device was replaced in order to complete the procedure. There were no reported adverse consequences to the patient as a result of the malfunction, and the patient was stable following the procedure. However, device analysis revealed that the device was missing both marker bands from the ic, and the rounded tip from the ultrasonic core (usc). The customer was able to confirm that the marker bands were present on the device when it was removed from the patient. The customer was unable to confirm whether the usc tip may have detached during the procedure and was left in the patient.

Manufacturer narrative:
Device analysis: initial inspection of the device showed that the device was missing both marker bands from the infusion catheter (ic), and the rounded tip from the ultrasonic core (usc). The device was connected to cu 4.0 console, which displayed an e322 alarm (all thermocouples invalid). The device dimensions were measured, and the usc measured 141.75cm from the luer barb, which was within the dimensional specifications for the usc. However, the ic measured approximately 141.5cm from the strain relief, which was out of specification. Additionally, the ic showed thin spots in the tubing and wavy wires, both indicative of stretching. Under microscopic evaluation, it was noticed that the thermocouple wires within the catheter were severed. It was likely that the catheter was stretched, causing the thermocouple wires to break within the catheter, which led to the e322 error message and confirmed the complaint.